Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced rupture (unknown side) postoperatively. As a result, the patient underwent removal and replacement with two 750cc mentor memorygel breast implant prostheses (catalog #: 3507504bc, left serial #:(B)(4) , right serial #:(B)(4) ) on (B)(6) 2022. Follow-up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6426291 number, and no non-conformances related to the malfunction were identified. Manufacturing date: 10/nov/2010. Expiration date: 30/nov/2015. A manufacturing record evaluation was performed for the finished device 6423355 number, and no non-conformances related to the malfunction were identified. Manufacturing date: 01/nov/2010. Expiration date: 30/nov/2015.

Manufacturer narrative:
On april 29, 2022, mentor became aware that the suspect medical devices could possibly be following devices: (left) 750cc mentor memorygel breast implant catalog: 3507504bc lot: 6423355 sn: (B)(6) and (right) 750cc mentor memorygel breast implant catalog: 3507504bc lot: 6426291 sn: (B)(6). The date of implantation was on (B)(6) 2011. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. When clarifying information is received regarding which device ruptured, a supplemental report will be submitted.